Manufacturer narrative:
Product ID, neu_unknown_ext lot#, serial# (B)(4), product type extension product ID, 7434a lot#, serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID, 3587a lot# l20853, implanted: 1992 (B)(6), product type lead. (B)(4).

Event description:
It was reported that a patient did not get good therapy and an implantable neurostimulator was revised. It was unclear if the revision was due to the lack of good therapy. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the device was normally depleted at the time of replacement. It was stated the plan was to 'not touch' the leads during the replacement. No further information was reported.